Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. The patient reported that seven infusion sets did not stick and adhere after few days. The duration of use includes two infusion sets after 1 day, one infusion set after 2 hours, two infusion sets after 1.5 day, one infusion set after 5 hours and one infusion after 2 days. No further information was available.

Manufacturer narrative:
Initial and final MDR 1925951 - MDR 8021545-2024-02743 - device 6 of 7. E1: patient city: (B)(4). Patient country: netherlands.